Manufacturer narrative:
(B)(4). No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Device passed the displacement test sleep current measurement and active current measurement. Device alarmed hardware low level failure alarm during self test and pump trace download confirmed hardware low level failure alarm (variable 3) due to moisture damage. Unit received with same audio tone when switching from volume 5 to volume 1 due to moisture damage. During visual inspection found electronic stack and force sensor corroded. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the charge battery lasts less than it should. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.